Event description:
On 2025-nov-17 additional information was received from a healthcare professional. It was reported that it was unknown what the cause or resolution of the issue was. They stated that the patient would be out of state for the foreseeable future so no actions had been taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were not getting any improvement in bladder control. They saw the doctor on monday and the doctor set the stimulation at 2.3 ma. The patient felt the stimulation for a little while and then it moved and they felt minimal sensation. Nothing has happened since tuesday. The patient was still having to go every two hours, and they were not completely emptying their bladder. Walked caller through increasing the stimulation to a comfortable level. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The therapy will help and then stop working. The patient said it has hardly helped that much.